Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during cannulation of the common bile duct, resistance was encountered when the guidewire was advanced through the ultratome. The guidewire was removed and it was noted that the hydrophilic tip was detached exposing the tip of the metal corewire. The procedure was completed with a different guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that the tip section was bent/kinked. The jacket end was found separated from the polymer tip. The polymer tip was not detached or peeled and the tip of the metal corewire was not exposed. The complaint is not consistent with the returned guidewire since the tip was not detached or peeled and the tip of the metal corewire was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during cannulation of the common bile duct, resistance was encountered when the guidewire was advanced through the ultratome. The guidewire was removed and it was noted that the hydrophilic tip was detached exposing the tip of the metal corewire. The procedure was completed with a different guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.